Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and pressure testing were performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while a nurse was preparing an infusion for a patient the tubing set separated from the luer connector as it was being connected. The separation resulted in a leak of solution onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.